Event description:
Ous MDR - after an implant period of approximately 67 months, oversensing on the ventricular pace/sense channel as well as on the ff-channel was reported. Furthermore several inappropriate therapies were observed. There was no evidence of a damage seen on the x-ray. The lead remains implanted at this time.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the farfield and on the right ventricular channels leading to shock delivery as reported in the complaint text. Furthermore, a slight increase of the shock impedance since (B)(6) 2018 was noted from initially around 40 ohms to 60 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.